Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was confirmed during evaluation of the returned heartmate mobile power unit (mpu). The mpu, serial number (B)(6), was evaluated and tested at the service depot on 12sep2025. The unit was connected to ac power and the unit booted up as intended. Shortly after, a replace mpu battery alarm activated. The unit was opened, and issue was traced to the ground wire of the battery compartment. The unit was opened, and the ground wire of the battery compartment was observed to be disconnected from the main printed circuit board (pcb) side connector. This wire corresponded to the ground signal from the battery compartment and connection issues with this wire would cause a yellow replace mpu battery alarm to activate. No further testing was performed. A manufacturing analysis task was opened to further investigate the battery compartment ground wire being disconnected from the main pcb side connector in the mpu. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu). Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) appeared to be not working. The mpu was not seen on the recall list. The mpu was replaced for the patient. The mpu was still under warranty and the customer would like to have the mpu sent for repair.

Manufacturer narrative:
Section a: patient information was not provided. Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.